Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced redness and excessive scabbing at the ipg site. The patient was placed on oral antibiotics to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained that the wound is healed.